Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found the connector pin was bent/damaged due to procedural damage. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage. The reported event was isolated to the bent is-1 connector pin due to procedural damage. The event of the lead tip being kinked was confirmed.

Event description:
During initial implant, the atrial lead was unable to fixate into the device due to the atrial lead being kinked. Another lead was used to resolve the event and the patient was stable with no consequences.